Event description:
According to delutis et al. "Aortoenteric fistula after endovascular aneurysm repair" italian journal of vascular and endovascular surgery 2010; 17:145-51, in (B)(6) of 2004, this patient was implanted with gore excluder aaa endoprostheses to treat a 6 cm infrarenal abdominal aortic aneurysm. During the initial surgery, the right common iliac artery ruptured, which was repaired with placement of an additional stent graft. A contrast tomography scan on an unknown date revealed air around the stent-graft and an increase in size of the aneurysm. There were no signs of migration or endoleak. The patient was treated with primary duodenal repair, removal of the stent-graft and conversion using a bifurcated graft, and omental interposition. The patient had a protracted postoperative recovery period complicated by septic encephalopathy and died ten days later from sepsis and multiorgan failure.

Manufacturer narrative:
Method - a review of the manufacturing paperwork is being conducted. Additional devices implanted: pc-14-12-00/(B)(4), pc-28-03-00/(B)(4).